Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The prechamber with burrhole deflector was received in a plastic container inserted in an unknown liquid. Results: first we performed a visual inspection with the prechamber. The investigation revealed that it had no deformations or other abnormalities. However, inspection with a microscope showed likely salty deposits on the membrane. To see if the pump reservoir functioned properly we carried out a test. The results showed that it was easy to fill the reservoir without any delay. Because blockage was suspected, we tried to pump the test fluid out of the reservoir. The fluid was drained without difficulty. Based on our investigation results, we could not confirm that the prechamber with catheter was occluded. There was no failure detectable with this prechamber with catheter at the time of manufacture or delivery. No further actions required.

Event description:
According to the complainant a gav system was blocked postoperatively. The valve was implanted on an unspecified date. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided.